Manufacturer narrative:
(B)(4). The customer reported unspecified problems during therapy. The homechoice device was returned for evaluation. The event history log review identified a check lines and bags alarm. Visual inspection and functional tests, including a simulated therapy, were performed with no defects found with the device. The problem was identified in the event history log as a check lines and bags alarm. The cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown therapy issue occurred on the homechoice device during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.